Event description:
A dental office reported that blue flames came out of the bottom of the quattrocare unit. It was also reported that the quattrocare spray can popped off of the unit. No injury or medical intervention was reported to be associated with this incident.

Manufacturer narrative:
On november 22, 2006 an urgent medical device recall letter was distributed to customers informing them that gas may escape from the quattrocare spray cans. In rare cases, when an ignition source is near by, this escape of gas may lead to emission of smoke and flames from the can which could lead to property damage or personal injury. The actual device associated with the incident was returned to kavo for analysis. Inspection of the coupler and prism revealed that the alignment was incorrect. Capacitor 21 on the pcb showed trace amounts of electrolytic fluid and burn marks were observed on the casing of the capacitor. The capacitor also appeared to be bulged. When the spray can was removed from the coupler, a slow leak was detected. An evaluation was conducted of the adapting system of the quattrocare unit, including the aerosol cans. The calculation of the tolerances showed that in critical tolerance situations, the dimensional tolerance was not sufficient, such that when the can is mounted correctly, leakage could occur at the can/holder interface due to size variations at the top of the can. The tolerance for the can was subsequently revised. Testing of the can holders and revised cans verified that the new tolerances ensures correct mounting of the can and holder such that no leakage can occur.